Manufacturer narrative:
The device was received for evaluation. Functional testing and a review of the event history log were performed and did not identify any issues related to the customer reported condition. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq syringe pump over infused at multiple instances. When priming syringe pump with controlled medication (midazolam) in 20ml syringe from pharmacy with second rn as witness, pump was saying more had been delivered than was possible. The pump had incorrect volume - said that 2.5ml had been primed with the pump when the 1.8ml tubing was not even fully primed. There was no report of patient injury or medical intervention associated with this event. No additional information is available.